Event description:
It was reported that the patient was seen in the clinic and interrogation of the device revealed that the right atrial (ra) lead had dislodged into the right ventricular (rv). The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.